Event description:
The thermogard ivtm system was used to treat a patient who required mild hypothermia for refractory intracranial pressure (icp). The solex 7 catheter (lot # 92838) was smoothly placed into the patient's left jugular vein, and an arterial catheter was placed for medical reasons. After about 8 hours, during the cooling phase, the thermogard ivtm system alarmed and displayed an "air trap" message. Leak check was performed, and there were no traces of fluid on the floor, on the thermogard console, or on the patient's bed. The user replaced the saline bag to clear the alarm, and the treatment continued. However, after about 8 hours, the thermogard ivtm system generated "air trap" alarm again. Catheter leak and infusion of 500 milliliters of saline were suspected. The catheter was removed without any issues. There was no device malfunction on the thermogard console; however, the treatment was completed using an alternative method. No consequences or impact to patient was reported.

Manufacturer narrative:
The reported complaint of the solex 7 catheter (lot # 92838) leak was confirmed during functional testing. A pinhole leak was observed at the proximal end of serpentine balloon. The probable root cause for the reported complaint could be due to a latent material defect. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the serpentine balloon. It was noted that blood had accumulated /dried up on the suture tab and on the clamp. Functional leak test of the returned catheter was performed, and all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of serpentine balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no history of previous complaints reported for solex 7 catheter lot number 92838.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard ivtm system was used to treat a patient who required mild hypothermia for refractory intracranial pressure (icp). The solex 7 catheter (lot # unknown) was smoothly placed into the patient's left jugular vein, and an arterial catheter was placed for medical reasons. After about 8 hours, during the cooling phase, the thermogard ivtm system alarmed and displayed an "air trap" message. Leak check was performed, and there were no traces of fluid on the floor, on the thermogard console, or on the patient's bed. The user replaced the saline bag to clear the alarm, and the treatment continued. However, after about 8 hours, the thermogard ivtm system generated "air trap" alarm again. Catheter leak and infusion of 500 milliliters of saline were suspected. The catheter was removed without any issues. There was no device malfunction on the thermogard console; however, the treatment was completed using an alternative method. No consequences or impact to patient was reported.